Event description:
While attempting to navigate the marathon catheter around the loop of the vessel, the marathon perforated the right pca branct at py. Physician then quickly injected nbca 1 cc of onys to seal the penetration. The patient experienced minor superior visual field deficit. However, the patient had slightly deficit prior to the embolization.